Manufacturer narrative:
Initial and final MDR 1881868 - MDR 3003442380-2024-07207 - device 1 of 2.

Event description:
Unomedical reference number(B)(4). Event occurred in the united states. It was reported that patient faced two infusion set was leaking on (B)(6) 2024. The blood glucose level was 300 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.